Event description:
Additional information received from healthcare professional via a manufacturer representative reported reservoir volume does not match the drug withdrawn at refill. No factors may have led, caused, or contributed to the event. Healthcare professional (hcp) performed a catheter access port (cap) aspiration and was able to see cerebrospinal fluid (csf). It was noted that patient was being scheduled for pump replacement. It was noted that the issue was not resolved at time of the event. Patient's status at time of the event was noted as "alive-no injury." It was unknown as to what drug was in the pump. It was noted that surgical intervention did not occur, but was planned and scheduled for (B)(6) 2017. It was noted that more information would be available on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient said she didn't feel like the pump medications were working; she felt no relief. The cause of the 10cc being pulled from the pump was unknown. During a catheter dye study due to an indication of non-responsiveness to conservative therapy, the pump was checked under fluoroscopy to make sure the pump was working, and there was no reported issue with the pump.

Manufacturer narrative:
Analysis of the pump found overinfusion of an undetermined root cause. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and post-laminectomy pain. The pump contained bupivacaine and dilaudid both at unknown concentrations and doses. It was reported the patient went back and the health care provider (hcp) pulled the full 10cc from the pump; pump was filled with 10cc of drug(s) at last refill. The patient stated she called the hcps office to see what the next steps were; the registered nurse (rn) told her to call the manufacturer. The patient asked about pump replacement. The patient asked if the pump was covered and the hcp could order to have it replaced. The patient was going to follow-up with the hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative on (B)(6) 2017. It was reported that the patient had the pump explanted and replaced on (B)(6) 2017. It was indicated that the physician was able to aspirate the catheter and performed a dye study. The dye study determined the catheter was intact and was delivering dye into the intrathecal space. It was noted that when drug was removed from the pump 10 cubic centimeters (cc) were in the reservoir while the pump interrogation showed that only seven cc should have been in the pump. It was indicated that the physician asked for the pump to be returned and examined. Programming options for sending the pump back for analysis were requested. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.